Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was stage 4 kidney failure and the customer was tired of fighting after unspecified surgery. The caller stated that the customer had kidney failure that may have led to the customer's passing. The customer¿s blood glucose was 525 mg/dl at the time of death, as they were off the pump and not eating. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. The customer was not using sensors. The caller stated the customer was taken off the pump and was treated with manual injections till they passed. The caller declined to return the insulin pump for analysis.